Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The analysis was performed by asahi intecc. Co. Ltd: with the provided information, it is presumed that push-pull and/or rotational manipulation might be repeatedly given to the guidewire when the guidewire was advance the guidewire to the lesion and used with several devices, and/or under the condition where the tip of the guidewire was caught by stent or some other cause, so that the guidewire tip had been broken due to the accumulated bending and/or rotational force exceeding the product's design limit, and the breakage was only noticed upon removal of the guidewire. Warning section of IFU describes: this guide wire must be used only by a physician who is fully trained in ptca/pta treatment. Observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations in the same direction. Though the device investigation could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that on (B)(6) 2015, during a procedure to treat target lesions in the left anterior descending artery and in the circumflex artery, the fielder xt guide wire was used. The guide wire was advanced to the target site without resistance. Several devices were advanced over the fielder xt guide wire, including two stent delivery systems, and no issues were noted. At the end of the procedure, the fielder xt guide wire was removed without resistance. It was noted that the tip of the device had separated and remained in the patient anatomy. A 4.0 x 8 mm xience alpine stent was deployed to embed the guide wire tip in the vessel wall of the left main. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4). (B)(4) distributes the device and is responsible for MDR reporting.